Manufacturer narrative:
The technician found the right head siderail was not locking due to a bent siderail mechanism. He replaced the siderail weldment to repair the bed.

Event description:
Information received indicates the siderail will not lock into place.